Event description:
(B)(4). It was reported that hematoma occurred. In (B)(6) 2014, clinical assessment was performed and identified the patient's qualifying condition as stable angina with objective evidence of ischemia. The patient was referred for cardiac catheterization. A target lesion was identified in the mid left anterior descending (lad) artery with 80% stenosis, a length of 30 mm, and a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation with a 2.5 x 15 mm non-bsc balloon during which a grade b dissection was noted. This dissection was treated with the placement of 2.50 x 20 mm and 2.25 x 12 mm planned study stents, followed by post dilatation with 0% residual stenosis. After placement of the 2.50x20mm study stent in the mid lad, a hematoma was noted. The 2.25x12mm planned study stent was also deployed to treat the hematoma. The patient recovered and the event was resolved on the same day. Four days post procedure the patient was discharged on acetylsalicylic and clopidogrel.

Manufacturer narrative:
Corrected patient ID from (B)(6). (B)(4).

Event description:
It was further reported that on (B)(6) 2014, the site reported an event of intramural hematoma in the mid left anterior descending (m-lad)artery and not hematoma in m-lad as previously reported.

Manufacturer narrative:
Patient sex corrected from m to f. (B)(4).

Event description:
It was further reported that on (B)(6) 2014, the site reported an event of intramural hematoma in the mid left anterior descending (m-lad)artery and not hematoma in m-lad as previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).